Event description:
It was reported to depuy acromed that a peak anterior cervical plate cracked two years post-operatively. According to the complainant, a follow-up x-ray revealed that the plate had a hairline crack. The pt appears to be fused. The surgeon does not think that the crack is anything to be concerned with. A re-operation is not being performed at this time. The part and lot numbers were not available. An investigation of the complaint was not possible. A definitive cause of the event cannot be determined. The plate has been implanted for two years and the labeling provided with this device clearly states that the device can break after it has performed its intended function. No further action required.